Event description:
A review of service data detected a reportable event. During servicing battery pack sn (B)(4) was found to display MFR access fault 0f80. The last pt to use this battery pack did not report any device deficiencies.

Manufacturer narrative:
Device eval summary: device eval of battery sn (B)(4) has been completed. The cause of the battery not fully charging was a broken white wire within the battery pack where the wire attaches to the battery cells. The root cause of the broken wire has not been determined but may have been caused by a severe shock from dropping the pack. No adverse event resulted from the defective battery. The last pt to use this battery pack did not report any deficiencies.